Event description:
Account - (B)(6). Country of origin - USA. Item, sku, lot# - unknown. Event description: ref (B)(4)¿ needle blocked. Note - please check the attachment for additional information.

Manufacturer narrative:
Correction to: h6 (component code, type of investigation, investigation findings, and investigation conclusions) investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue as bent patient end cannula. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.